Event description:
The customer reported the fluoroscopic image was scrambled with squiggly lines. Further info from the fse found that the left monitor image was effectively lost eliminating the ability to view a usable image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The lemo receptacle was evaluated and repaired. The pins with the cable were reseated. The system was tested and found to be working as intended and returned to service.